Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 425mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer states the alarm was resolved by complete infusion and reservoir change. The customer was advised to call back if issues persist.